Manufacturer narrative:
The exact date of event is unknown, therefore, the date of which the interventions took place was used as date of event. Concomitant medical products: left side: gore® excluder® aaa endoprosthesis - stent graft trunk ipsilateral leg (rlt281416). Contralateral right side: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (plc231400). The device is not accessible for testing as it remains implanted in patient. Product history review is ongoing the results will be included in the final report. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, it was reported to gore that a patient underwent an endovascular aneurysm repair (evar). Three gore® excluder® aaa endoprosthesis was implanted: left side rlt281416 and plc231000, contralateral right side plc231400. On (B)(6) 2022, it was reported that the patient underwent embolization of the left internal iliac artery, with relining of the left leg until the external iliac artery on (B)(6) 2022. The reason for the reintervention is a type 1b endoleak with connecting aneurysm distal to the implant. An additional gore device was used for the extension of the primary graft.

Manufacturer narrative:
Updated h6: added health effect - clinical code e2121 - endoleaks. Removed health effect - impact code 4641 which was inadvertently entered. Updated investigation findings code to c19 - no device problem found. Code 3233 is no longer applicable. Updated investigation conclusions code from 11 to d15. Code 11 is no longer applicable. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications.